Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured 6.5 cm abdominal aortic aneurysm. Vessel morphology was unremarkable, except that there was some thrombus inside and proximal to the sac. There was also a dissection of the abdominal aorta and in the right common iliac. It was reported that a talent converter (see MFR # 2953200-2010-00990), an occluder (see MFR # 2953200-2010-00991), and a limb extension (see MFR # 2953200-2010-00992) were implanted successfully. A reliant balloon and coda balloon were kept in the abdominal aorta during the case to occlude blood flow and help stabilize the patient during the procedure. The procedure was hemodynamically successful; however, within 24 hours post-implant, the patient had bilateral sensory and motor leg paralysis. It is possible that there was coverage of lumbar vessels; however, this was confirmed. Patient will likely undergo rehabilitation. No additional clinical sequelae were reported. The device was not returned.

Manufacturer narrative:
(B) (4). Paralysis; pre-operatively ruptured aneurysm.